Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set leakage events on 29-apr-2024. Leakage was at tubing. The set was in use for less than a day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Device 2 of 2.